Manufacturer narrative:
Device manufacture date: correction. Investigation conclusion: no device-related issues were discovered during the evaluation of (B)(4). A specific cause for the reported driveline infection could not be determined through this evaluation. (B)(4) was returned assembled with the pump cable severed approximately 8 inches from the pump housing. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief properly engaged to the graft adapter. The apical cuff was not returned. Examination of the lumen of the inflow cannula revealed a thin deposition of tissue-like ingrowth surrounding the proximal edge of the textured blood-contacting surface, which was well adhered and did not appear large enough to have obstructed blood flow. Upon disassembly of the device, visual inspection of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The sealed outflow graft revealed no evidence of distortion such as twisting or kinking. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists infection (including driveline infection) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 9 months. The patient remains ongoing on lvad support with the replacement device. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a driveline infection. The infection was treated with antibiotics and vacuum assisted closure (vac) therapy. A positron emission tomography CT scan showed an ascending infection of the driveline. The pump was exchanged on (B)(6) 2019. Reportedly, the lavd system was working as expected for the whole time of support. No additional information was provided.